Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net with intermittent oversensing of myopotentials on the cardiac defibrillator. The non-sustained right ventricular oversensing was able to be reproduced with deep breathing isometrics. The device was reprogrammed, eliminating the episodes of oversensing. No patient symptoms were noted and the patient is currently stable.